Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the screw on the spare battery cover of the system controller could not be tightened. Inspection of the controller confirmed that the screw hole was enlarged and not engaging, and the item was collected as an initial defect.